Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 1 was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, this event has been determined to be non-reportable.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 810:11 . It was not specified when reported condition occurred. During service, the technician noticed that the reported condition occurred due to the ail pcb (air in line printed circuit board) not being calibrated. There was no documented patient injury or medical intervention necessary. No additional information is available. The user interface module master software version (B)(4) categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause could not be determined. No repair was performed for the reported condition. A follow-up medwatch report will be submitted if additional information becomes available.